Manufacturer narrative:
Device remained in patient. This is a final report.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The patient was reportedly doing well after the procedure.